Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. The customer removed the o-ring and was advised to change supplies if necessary.